Event description:
It was reported the patient's ipg has reached end of life. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: additional information indicates that this device meets or exceeds 75% of the expected longevity; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates this device meets or exceeds 75% of the expected longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.